Event description:
It was reported that the patient was unable to adjust stimulation, and experienced coupling and or communication issues. Approximately 1.5 months ago the patient had a fall that affected the neurostimulator pocket, and the patient stated the neurostimulator was tilted. The patient received stitches and was told by her hcp that the device may need to be repositioned, however, no further arrangements were made. The patient tried to use the antenna locate feature, but did not see any improvement in efficiency. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4), recharger model 37752, serial # (B)(4).